Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Balloon: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. Blades: a visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. Markerband: a visual and microscopic examination found no issues with the markerbands of the device that could have contributed to the complaint event. Shaft: a visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. Tip: the tip section of the device was visually and microscopically examined, and no issues were noted that could have potentially contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on 30mar2019. It was reported that the balloon could not cross the lesion. A 10/30. Flextome cutting balloon was selected for use. During procedure, the balloon failed to cross the target lesion. The procedure was completed with a different device. No complications were reported. And the patient's staatus was stable. However, device analysis revealed that there was a leaking from a balloon pinhole located approximately 3mm distal to the distal end of the proximal markerband.